Event description:
Information was received indicating that while using 100ml smiths medical cadd medication cassette with flow stop, the pump exhibited a ?no disposable" alarm. It was reported that 54 ml remained in the cassette. No adverse patient effects were reported. Per reporter, no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).